Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur xp troponin ultra result was obtained for a patient sample. Two new samples were tested and the results were negative. The positive result was questioned since the patient was recommended for an angiogram and the subsequent results were negative. The initial sample was tested in duplicate and the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.